Event description:
Additional information received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, undersensing episodes were observed on the device. No intervention has been completed at this time. The patient is stable with no consequences.